Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a pairing failure between the transmitter and the smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it has 0.21 voltage. A (B)(4) bluetooth device pairing test was performed and the transmitter passed. A transmitter functional test was performed and the device passed. The share log was reviewed and the transmitter passed. The reported allegation was not found with the returned...